Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v240181, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A patient and healthcare provider reported that the patient had pain at the implant site. She'd had a device for over 10 years and it had been switched back and forth. Her healthcare provider informed her that there was nothing more they could do for patients like her with severe issues. She may need "severe plastic surgery" on her butt because it was all concaved. It was getting to the point where it hurt, there was no fat there, and it was getting uncomfortable. Prior to (B)(6) 2014 it had been that way for a while, about six months. The patient wasn't a big person and when she was trying to do sit-ups on (B)(6) 2014, she couldn't do them because it hurt to sit down. Later, the patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. She had an appointment scheduled for (B)(6) 2014. Diagnostics included impedance and reprogramming attempted on (B)(6) 2014. It was determined that the device battery was dead and the lead was "dinged." A new lead and implantable neurostimulator (ins) were placed on (B)(6) 2014. This was very difficult and was possibly the patient's fourth revision. The new lead was successfully placed and the patient may need further programming.